Event description:
It was reported that occlusion alarms occurred resulting in the customer going into diabetic ketoacidosis. A blood glucose level was not provided. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.